Event description:
It was reported that (2) devices were used during a bowel resection. It was reported by the affiliate that the tlc75 firing knob blocked so that the device did not cut and did not staple. This happened with a 2nd device also of the same lot. A 3rd device was used to complete the case. The pt also received some suturing by hand. There was no further consquence to the pt.